Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event, but no additional information was provided. The device referenced in this report was returned for evaluation, and forwarded to an independent laboratory for microbiological testing prior to olympus performing a physical evaluation. The laboratory results were positive for bacterial growth from the balloon channel for the presence of pseudomonas aeruginosa and mycobacterium readiotolerans.evaluation of the device found white residue and debris inside the instrument channel, channel mount, and suction cylinder unit. Unidentified red residue was also found inside of the balloon channel port. The device was received with the bending section cover torn, exposing the bending section cover mesh. The device failed leak testing. Additionally, the video image was found to be foggy and misaligned with slight stains. There were dents on the ultrasound probe unit. An olympus endoscopy support specialist visited the user facility and noted some deviations from the reprocessing instructions described in the reprocessing manual. The reported event is most likely the result of insufficient cleaning and improper reprocessing.

Event description:
Oca undertook a retrospective review of its MDR files for the period of january 2005 to april 2015. Based upon this review, we are submitting this MDR to separately account for each of the three patients involved in this event.the user facility reported that three patients tested positive for mycobacterium immunogenum from samples obtained during a bronchoscopy procedure. No further detailed information was provided.please cross reference MFR. Report numbers: 8010047-2010-00124 and 8010047-2010-00136 to account for the three patients as referenced in the original report.the following report will be supplemented to cross reference the two associated complaints: 8010047-2010-00124 and 8010047-2010-00136